Event description:
On (B)(6) 2012, the reporter contacted animas to report that the patient allegedly could not turn on the advanced bolus feature on the reported pump and on two unspecified dates, she obtained the blood glucose readings of 40 mg/dl and 42 mg/dl. At that time, the patient experienced the symptom of shaking. The patient administered self-treatment by consuming carbohydrates; she did not seek any medical attention. The issue was resolved with patient education. There is no evidence the pump was not accurately and correctly delivering insulin. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after she was unable to set the ezbg and ezcarb settings on the reported pump, and received treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found with pump. A 29 hour flow accuracy test was performed. The pump passed and was found to be delivering within the required specifications. The pumps calculation features were found to be functioning properly. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.